Manufacturer narrative:
Manufacturer narrative: the reason for this primary surgery was reported as the uncontrolled temperature during transportation. The healthcare professional indicated that this event occurred during surgery, near the patient and there was a serious risk event to the patient and there was no delay in surgery and the surgery was completed as intended. The agent was present during surgery and was able to source a replacement after the reported complaint. The device was left in patient and not made available to djo surgical for examination. A review of the receiver revealed, when released for use, the product met design and manufacturing requirements. There was no non-conforming material report (ncmr) associated with the production lot that is related to the reported issue. Complaint database was reviewed and showed no previous complaints that allege this same issue. The root cause of this complaint is likely due to the uncontrolled temperature during transportation. No other information was submitted with the complaint regarding the condition of the cement. There are multiple factors that may have contributed to the event that is outside of the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Primary surgery - surgeon is concerned because the cement was rock hard in 7:38 minutes. He has been a cobalt cement user since biomet brought it to market. The room was 64 degrees, cement opened at the time of the case and was not warmed up in any way. This was a cemented hip and the stem ended up 5mm proud.